Event description:
The rep is reporting that the facility has six arthro skid knot pushers that were too sharp and kept cutting the suture over several procedures. During one procedure, the surgeon had to convert from an arthroscopic surgery to open to complete the case with fiberwire. [See also related mdrs 1221934-2007-00311, 1221934-2007-00312, 1221934-2007-00313, 1221934-2007-00314, 1221934-2007-00315]

Manufacturer narrative:
The complaint devices have not been returned; therefore the devices are not available for a physical evaluation. However, the OEM manufacturer has acknowledged that they failed to adequately smooth the know pusher's critical edges. The available inventory was returned to the vendor and reworked to specification. A supplier corrective action is in progress. Drawing changes will be implemented to more clearly identify critical to quality features. This should greatly reduce, if not completely features. This should greatly reduce, if not completely eliminate, the potential for reoccurrence. During a procedure, the failure of the devices contributed to the surgeon's need to convert from a minimally invasive arthroscopic to an open procedure. Therefore, a report is being filed to document this event. No further action is warranted at this time, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.